Manufacturer narrative:
It was reported to medline industries, inc., on 10/5/2020 by a facility representative of the (B)(6) that a "surgical clipper and base caught fire in an operating room." The reporter states, the "clipper has been in use about a year." Reporter confirms no fluid egress was known to the electrical component at time of the incident. Reporter is unable to provide details leading up to the event. However, has reported there was "smoke and burning smell. And the clipper was on its base being charged at the time it caught fire." Reporter states, "the fire department was not called. And no patients were injured or harmed in the incident." The sample has not been returned for evaluation. Due to the reported nature of the incident and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental med watch will be filed.

Event description:
It was reported; a surgical clipper and base caught fire in an operating room.

Manufacturer narrative:
Changed/additional information added. G6 type of report - follow-up. H3 device evaluated by manufacturer - yes, evaluation summary attached. H10 investigation report reads as follows, 11/18/2020, medline quality received an attached photo of dynd70800 for evaluation. It was reported that the razor caught on fire. This concern was logged as qa 200408659. Visual inspection was conducted with the photo. It was found that the clipper had failed as the base had black soot present. The reported concern was confirmed. A root cause was unable to be determined at this time. Our manufacturing site will be notified of the issue.

Event description:
It was reported; a surgical clipper and base caught fire in an operating room.